Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clip dropped before fire (did not fall into pt). The clip was not kept in correct position after fire. Another instrument was used to complete the case. There was no consequence to the pt.